Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one conforming clip was fed and then, a double feed incident was noted. Conforming clips were fed and properly formed during the next two firing sequences. And, during the last firing sequence the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, flash on the 12th feed bar pocked was found. Excessive flash or surface irregularities in these pockets will indicate that the contact drag forces of these pockets with the feeder shoe feed tab were high and therefore able to overcome the retention strength of the clip track tab which allowed the feeder shoe to prematurely advance the clip stack during the initial feeding cycle. Additionally, the advancer scallop height was measured and it was found to be within manufacturing specification. It could not be determined what may have caused the found advancer bypass issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired. No other details of the event are known. It is unknown how the procedure was completed. No patient impact reported.